Event description:
It was reported that a spectrum iq pump had displayed 'door is not fully latched when closed during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device "door was not fully latched" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of this condition was determined be a loose upper link screw. The link screw and the link switch require adjustment to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.